Event description:
The customer reported that they couldn't see the images at all. They could not get any useable images. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.